Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse ran test cup test 28 and could hear the cup transfer clicking while moving up and down. In addition, the fse observed serum on the cup sensor and sensor not moving freely. The cup transfer flat cable was replaced due to wear issue. It was determined that the cup transfer z-axis was binding causing the clicking sound. The fse lubricated the z-axis slide for sensor (s062), resolving the clicking noise. The cup hold sensor (s063) was cleaned and lubricated, the waste chute z-axis was adjusted and the z-axis was increased so that the cup goes low in the waste chute to prevent splashing in the cup hold sensor. The resolution was verified by completing cup transfer test 28 without issues. The aia-900 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. Aia-900 operator's manual section 12: flags and error messages: [4151] c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The flat z-axis cup transfer cable was returned to tosoh instrument service center for investigation on september 24, 2024. Visual inspection confirmed the cable was not damaged. Wiring continuity testing was completed and no open circuit or issues were found and within specifications. The most probable cause of the reported event was due lubrication of the cup transfer assembly and cause could not be established for the flat z-axis cup transfer.

Event description:
A customer reported "4151 (900 only) c.trans-z home detect error" on the aia-900 analyzer. The customer was able to run after the error and wanted steps to perform if the issue reoccurred. A technical support specialist advised the customer to check the waste bin and chute and also perform an all-set-home if the error reoccurred. The customer called back and the error occurred, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.